Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device's control module keypad was unresponsive. The issue happened during compounding in the pharmacy. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). The reported issue of an automix 3+3/as compounder for which the customer reported unresponsive keypad was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. Service verified keypad functionality test per procedure and no issue was found with it. A service history review revealed the device has not been previously sent into service for the reported condition of "keypad failure - no response".